Event description:
An open surgery on the lumbar spine for a l3/l4 posterior fusion and l2-l5 laminectomy, with intended placement of 4 spine screws bilateral for fixation (at l3 and l4), was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 3.0. From an intra-operative c-arm scan, the surgeon discovered that 4 screws placed in the spine with the aid of navigation deviated ca. 3 mm cranially from their intended positions. According to the surgeon (treating clinician): the deviation of 4 spine screws placed at l3 and l4 with the aid of navigation was detected by the surgeon before finalizing the surgery. The deviating screws at l3 were left in place while the screws at l4 were removed and corrected to their intended positions with navigation at the very same surgery. The outcome of the surgery was successful as intended. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm or negative clinical effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolongation of ca. 30 minutes. There were no further remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since 4 screws were placed in the patient's spine in different positions than desired with brainlab navigation involved, although according to the surgeon (treating clinician): the deviation of 4 spine screws placed at l3 and l4 with the aid of navigation was detected by the surgeon before finalizing the surgery. The deviating screws at l3 were left in place while the screws at l4 were removed and corrected to their intended positions with navigation at the very same surgery. The outcome of the surgery was successful as intended. There was no direct (or increased) risk to harm a critical structure due to the deviating placements. There was no harm or negative clinical effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolongation of ca. 30 minutes. There were no further remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. A comprehensive investigation by brainlab regarding this specific incident is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation. H6, h7: a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation.